Manufacturer narrative:
This complaint was received via user report and has been reported to aemps, unidad de vigilancia de productos sanitarios. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an aemps declaration which reported the following information: a customer reported a low reading issue on the abbott diabetes care (adc) device. The alarm sounds constantly for hypoglycemia that kept the customer awake at night. When they checked the capillary values, the difference exceeds 30 mg/dl. The customer treated the hypoglycemia that was not really there, leading to a hyperglycemia and received unspecified medical treatment. Adc customer service attempted to contact the customer 3 (three) times via email to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.